Manufacturer narrative:
The evaluation of the event is still ongoing. Should additional information be made available, a supplemental report will be provided.

Event description:
The customer reported that his olympus 12 degree telescope¿s internal lens was damaged. There was no report of patient harm as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information has been added to the following fields: d8, d9, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported fault descriptions are most likely due to the effect of a large mechanical force due to a shock, fall or collision with other equipment. A definitive root cause cannot be determined. As a result of checking the instructions for use and labeling of the products, there were no abnormalities that could lead to the phenomenon. Olympus will continue to monitor field performance for this device.